Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the sys would not display a live fluoroscopy image, thus making the sys unusable. There is no report of injury or death associated with the event described in this complaint.